Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the lcd isolation tape noted. However, the pump was received with corroded battery tube and battery cap contact, cracked reservoir tube and battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer called with blank display after pump rest. The customer was advised to check if energizer aaa alkaline battery is in use. The customer stated that the battery used is energizer. The customer stated that the display is currently blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.